Event description:
Fall out of bed.

Manufacturer narrative:
It was reported that the patient was in the bed, the bed was "not low but the side rails were elevated bilaterally". It was reported that the patient was found on the floor. It was reported that the patient was admitted to the hospital with a left hip fracture. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.